Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient presented with an infection at the ipg site. The patient was given oral and IV antibiotics. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. In a recent update, it was reported that the infection has resolved.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Information requested, but not yet received.